Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded a non-sustained episode due to noise on the rate/sense channel. Pacing was inhibited due to the noise.